Event description:
The following information was provided by the initial reporter: insyte autoguard inside the IV insertion kit issued in ahmc has been reported having a defect while they push the button for needle encapsulation of the catheter. They have mentioned that they have a hard time using it as it delays needle encapsulation which makes the button harder to press during insertion. No harm/serious injury to patient/hcp.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.